Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion due to a lower than expected estimated battery longevity. A request was made to have data from this device analyzed. At this time device data has not been sent to the rhythmcare team, therefore no data analysis was completed. This device remains in service. No adverse patient effects were reported.